Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket erosion, associated by pain and discomfort. The pacemaker was explanted. There were no additional adverse patient effects reported. This ra lead remains in service.